Event description:
The customer tested her blood glucose using her 2 contour meters. One meter read 382 mg/dl, while the other meter read 171 mg/dl. The difference between the customer's readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The test strips are to be returned for eval. Replacement test strips were sent to the customer.